Event description:
Per rep., the pt experienced vt/vf storms. The doctor chose to remove the device and replace it with a *lumax 640 dr-t. The vt/vf storms continued. The doctor ordered ICD therapy off to attempt external defibrillation, which was unsuccessful. The date of explant is approximate. The pt experienced in late 2007. Other device tried: lumax 340 dr-t, 1028232-2008-00218.